Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s coronary sinus (cs) lead was migrated. The cs lead was explanted and replaced. The patient was in stable condition.